Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a button error on the insulin pump. Customer's blood glucose was over 300 mg/dl at the time of the incident. Customer stated that she put in a new battery and nothing happened. Customer stated that she was trying to bolus and the numbers started calculating really fast up to 25 units. Customer stated that she removed the pump at that point. The customer mentioned that she was wearing the pump in her bra. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump gave a button error alarm due to corroded keypad traces. No scrolling numbers display anomaly noted. No moisture damage was noted on the electronics or motor. The pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.